Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a pin on a rocket reducer disassembled during a surgery. There was no reported patient or procedural impact.